Event description:
It was reported that an ilet user experienced high blood glucose beginning the prior evening and continuing into the morning while using a cannula-free steel infusion set; the user replaced the infusion site with guidance, selected a new location, and confirmed no bent needle and no visible insulin pooling. Symptoms included hyperglycemia. Outcomes included product troubleshooting and user education with a planned follow-up call. Investigation included guided reinsertion of a new infusion site and assessment of the prior site condition. Investigation of this case revealed no visible infusion set deformation or leakage at removal, with the event consistent with possible infusion site performance issues of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.